Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did confirm the reported event by the customer that there is no image. The evaluation uncovered that the image quality was required. Also, the video connector was in good condition and the software was up to date. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparations to use the evis exera iii video system center, the image was freezing randomly or after taking pictures. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.